Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that yesterday afternoon they took a fall and landed flat on their tailbone. Patient stated they were not terribly injured, but it was a fall from a distance. Patient mentioned that they had stimulation off for a little while yesterday, and when they were turning the stimulation on last night, they started getting a buzzing/electric sensation down their back. Patient also said that if they leaned back, the stimulation was really strong down to their toes and it almost made them want to scream. The patient was redirected to their healthcare provider to further address the issue.